Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the leads were unsuccessfully implanted due to patient anatomy. No patient complications have been reported.